Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on customer's report of "one month ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. Customer further reported she removed the sensor and attempted to get a replacement at a pharmacy but was unsuccessful and therefore could not test for two days. Customer experienced unspecified symptoms of hyperglycemia and was seen at a hospital where she was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. Customer further reported she removed the sensor and attempted to get a replacement at a pharmacy but was unsuccessful and therefore could not test for two days. Customer experienced unspecified symptoms of hyperglycemia and was seen at a hospital where she was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.